Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the that therapy was turning off by itself since (B)(6) 2017. The consumer recently went through security gates, but it had occurred prior to traveling as well. She noted that she had not used the patient programmer (pp) for an extended period until recently. The consumer noted that the device was not working properly, that she was feeling the urge to go to the restroom every 10-15 minutes/oab, which was like her symptoms before the implant and that started about 5-6 days ago. She was also having pain in her bladder, which started about 10 days ago, and had taken antibiotics in case it was an infection, but that had not helped. The consumer did not feel stimulation, therapy was on on program 4 at 3.0v. It was noted that sometimes the consumer lifted heavy things, but had not had a fall/trauma. The consumer had not heard that cycling was programmed. It was suggested for the consumer to keep a journal of the on/off incidents. She had an appointment with her doctor for tomorrow. Indication for use included urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
Correction: additional review indicates that this event should have been reported for serious injury. In addition, fdp (B)(4) also applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.